Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's main keypad assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was likely that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.